Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The mega needle driver instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product. The mega needle driver was last used on system# (B)(4) on (B)(6) 2020 and it had 8 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the mega needle driver instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the wires of the mega needle driver broke intra-abdominally. The surgeon was aware of the issue and the instrument was removed safely. The instrument was noted to have 8 remaining lives. The procedure was completed with a backup da vinci instrument of the same kind and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the patient was a (B)(6) year old hispanic female weighing (B)(6) kg. On the day of the procedure, the patient underwent complete blood cell (cbc) type and screen, and covid tests. The patient had a history of arthritis, hypertension and stress incontinence.